Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15 mm from the distal end. There was scratch on the probe. The fracture surface of the probe showed that crack developed from the scratch. The grasping section did not have a contact mark. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic hepatectomy, the subject device was used. After more than 30 minutes since the surgery began, an unspecified error occurred and the user became unable to use the subject device. The intended procedure was completed with another device. There was no patient injury reported. The subject device was broken off during cleaning to return it to olympus medical systems corp. (Omsc) for evaluation. On january 22, 2021, omsc got additional information that the subject device was broken off during the intraoperative cleaning, and the second device was used after the breakage of the subject device.